Event description:
It was reported that following the implant of the leads, the patient was profusely sweating and was in a lot of pain when straightening the right leg. The physician believed that the pain was not device related. The physician attempted to optimize the program and eventually opted to shut the stimulation off and pulled the leads. The physician then called an ambulance, and the patient was taken to the nearest hospital. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7265948.